Manufacturer narrative:
Early (B)(6) 2016. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex siliconised pvc soft seal cuff tracheal tube surface that attached the tube and the cuff separated and caused an air leak after one day of use. A leak check was performed prior to use. No patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One used portex® siliconised pvc, oral/nasal soft seal® cuff tracheal tube was returned for evaluation. The device was received inside a plastic bag and without its original packaging. Visual inspection was performed at a distance of 12" to 24" and under normal conditions of illumination. Examination found no discrepancies. During functional testing, a syringe was used to inflate the device cuff and inflation balloon and the product was submerged under water. No bubbles (indicating a leak) were observed escaping from the device. A review of the manufacturing process was conducted for a product similar to the reported device. Review found that the assembly process was conducted according to the procedures. The manufacturing facility also performed an in-process visual inspection of 15 products that were in the assembly area: this inspection showed no leaking issues with the products being assembled. Investigation was unable to confirm the reported issue and found that the device functioned as intended.